Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in completing the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues recur.